Event description:
It was reported that this right atrial (ra) lead was explanted due to oversensing of noise. No asystole was noted. This lead was successfully replaced. During explant, no lead damage was visible. No additional adverse patient effects were reported.